Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system. The noise was oversensed and led to the delivery of an inappropriate tachy shock. The physician elected to replace the lead. A revision procedure was performed and the rv lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.